Event description:
During routine testing of the device, the user reported that an error message occurred reading "chosen blood gas module configuration does not match placement of cable heads." Since the event occurred during routine testing, there was no pt involvement during this event.